Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot could not be tested due to the condition of the device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4-lot number updated from 1091341 to 1101441.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a heart catheter interventional procedure using a 6f sheath. There was no resistance during advancement of the proglide device into the anatomy. However; reportedly, following deployment the foot would not retract and the device got stuck in the artery. The patient was taken to the operating room where the level of anesthesia was increased, and the device was surgically removed. The device was retrieved as a single unit with no device separations noted. A vascular patch was used to address the vessel damage and achieve hemostasis. There was a clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.